Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "stopcock broken attached to central line infusing sedation. Separate clave reattached to cl to infuse bolus of sedation." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was subjected to a visual examination; the spinlock port of the stopcock had been broken off. It is important to note that there was an attempt by the customer to assemble several stopcocks in conjunction. Additionally, it was observed that a female port of a stopcock had a non-b. Braun connector attached. While an exact root cause cannot be determined, a review of the complaint sample suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the stopcock during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.